Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, the patient endured limb ischemia and an access site bleed. Lower limb blood feeding was performed for ischemia and a blood transfusion was completed for access site bleeding.

Manufacturer narrative:
New information received 2022-05-11 indicating the patient had endured an infection that required antibiotics. Filing this supplemental to capture this new allegation. The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
New information was obtained from the physician on 2022-05-11 indicating the patient had endured an access site infection that prompted antibiotic administration.